Event description:
The initial reporter received questionable elecsys c-peptide results for four patients tested on a cobas 8000 e 801 module. The initial results were not reported outside the laboratory. The customer performed repeat testing with the samples. Patient 1's initial c-peptide result was 0.1 ng/ml. The patient's repeat result was 3.1 ng/ml. Patient 2's initial c-peptide result was 0.1 ng/ml. The patient's repeat result was 1.3 ng/ml. Patient 3's initial c-peptide result was 0.1 ng/ml. The patient's repeat result was 0.5 ng/ml. Patient 4's initial c-peptide result was 0.1 ng/ml. The patient's repeat result was 7.0 ng/ml. The c-peptide reagent lot number was 59627700 with an expiration date requested but not provided.

Manufacturer narrative:
The field service engineer found abnormal data in channel 1 and channel 2 from the time of the reagent pack switch. He suspected bubbles were in the reagent pack. He measured an alleged sample for reproducibility and confirmed the operation of the analyzer was acceptable. After service, no further issues were reported. The investigation is ongoing.

Manufacturer narrative:
The investigation reviewed the customer's calibration and qc results and the results did not indicate a hardware issue. Per product labeling, "incorrect results may occur due to foam, fibrin clots, films, or air bubbles in reagents or samples. Avoid the formation of foam, clots, and air bubbles in all reagents, samples, calibrators, and qc material." The investigation determined the issue was consistent with improper reagent handling. The investigation did not identify a product problem.